Event description:
It was reported that the patient fell approximately 15 days after implantation of an implantable neurostimulator (ins) and experienced a loss of therapeutic effect. The patient switched the ins off and never recharged it. The patient followed up with her hcp approximately 1.5 years after the incident, at which point, the ins battery was overdischarged and could not be recharged using a physician mode recharge (pmr). The ins was replaced and the patient outcome was reported as "ok." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis of neurostimulator model 37711, serial# (B)(4), showed that the ins was functionally "ok" but had a reduced capacity due to overdischarge. According to the device telemetry, the last recharge took place (B)(6) 2010 and the device went into lock mode on (B)(6) 2010. The ins was recharged using a physician mode recharge (pmr) during analysis, which was the first recharge since (B)(6) 2010. The ins showed good, stable output across all electrode pairs. Analysis of extension model 37083-40, serial# (B)(4), showed no significant anomalies. Analysis of plug model 3550-09 lot# unk showed no anomalies.

Manufacturer narrative:
Extension model: 37083-40, serial#: (B)(4), explanted: (B)(6) 2012, plug/boot accessory model 3550-09, lot#unknown, implanted: unknown, explanted: (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Extension model: 37083-40 serial#: (B)(4) implanted: 2010 explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).